Event description:
It was reported that during an ureteroscopy procedure for kidney stone, when the physician was using laser fiber, it broke, and the physician hand was burnt. The physician was okay and no treatment for the burnt was needed. A new fiber was used to complete the procedure. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The labeling review found that the product instruction for use (IFU) states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an ureteroscopy procedure for kidney stone, when the physician was using laser fiber, it broke, and the physician hand was burnt. The physician was okay and no treatment for the burnt was needed. A new fiber was used to complete the procedure. There was no patient complication.